Manufacturer narrative:
Balt USA reference (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240300091 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "attempted to deploy coil but couldn't because it was already partially deployed. Prestige coil system, balt, f240300091." Update 01jul2024 - additional information received from the issuer: "1. Can you provide a bit more information regarding what happened? (What do you mean by deployed?) It was already partially deployed 2. Did the incident cause patient injury? No injury"